Manufacturer narrative:
Device evaluation: the device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is patient/consumer.

Event description:
It was reported that during the use of the cassette, a "no message" alarm went off. The cassette was re-attached. It was also noted that the tubing was caught in the groove of the top plate and the tubing arch height was higher than normal, so the tubing position and height was corrected accordingly to settle the alarm. After that, the cassette got back to working normally. However, the alarm sounded again. So the cassette was changed to another new one, and then the alarm was cleared. There was no patient injury.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Picture attached: four (4) pictures were attached. Pictures were reviewed. Results: picture one (1) show a cassette product in used conditions, without blue clip. Picture two (2) shows the front view of the cassette product without the blue clip and with a small burr on the side of the bag. Picture three (3) show the ay bag neck section from a flow stop cassette model. Picture four (4) show the top view of a cassette product. Samples received: sample received consist in one (1) cassette product. Sample was received in used conditions, decontaminated and inside in a plastic bag. Visual inspection results: sample received do not present any damaged, kink, cut. Sample was received without blue clip. Accuracy test: the samples received were connected to a pump and to a balance mettler to look for unusual function. Results: the sample could be connected without problem and passed the delivery accuracy test. Functional testing: sample was filled with 100 ml of water; the sample was connected to a pump to look for unusual function. Results: sample was fully priming and connected without difficult, the pump was set running and no alarms were activated. Complaint is not confirmed. The cause of the reported problem could not be determined. A DHR (device history review) was performed and no problems or issues were identified during this DHR review.